Event description:
On june 1, 1999 oec medical systems, inc. Was notified of an incident that involved an oec model 9600 series c-arm. The c-arm was not in use and was stored in the corner of a room, when the laser aimer device (an accessory that is attached to the image intensifier) disengaged and fell to the floor. The event did no cause or contribute to a death or serious injury. However, if this malfunction were to recur to this device or any other marketed device during a surgical procedure, it could cause or contribute to an injury.an oec field service engineer tested/inspected the system and determined the cause of the malfunction was a loose bolt that secures the locking handle of the laser aimer device. The laser aimer device was replaced an the sytem is operating as intended.